Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device had an incomplete mesh and a broken ratchet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twenty seven times as documented in the repair reports in livelink. The last repair was december 6, 2016 where it was reported that device was producing an incomplete mesh and the roller and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on august 28, 2017 revealed that the roller, gear, and side plates were damaged. The ratchet spring and pin were worn and the spring was weak. The calibration was within specifications. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 28, 2017 which included replacement of the roller, worn bushings, worn side plates, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet was damaged as well as the cutters failed to produce a passing sample mesh. The root cause of the reported event was due to the cutters that could not produce a complete mesh as well as the damaged ratchet. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the replacement of the roller, worn bushings, worn side plates, gears, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were corrected.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device has been returned to zimmer biomet for investigation. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh/broken ratchet. The reported issue occurred during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.